Event description:
The lay/user patient contacted lifescan (lfs) another country on july 12, 2007 alleging inaccurate readings on her one touch ultra meter. A medical affairs specialist (mas) was unable to get in contact with the pt to obtain additional clinical information. On the night oftwo days earlier, the pt tested her blood glucose and obtained a 354 mg/dl at 9:47 pm. At this time, there is no information on whether the pt was exhibiting symptoms with 354 mg/dl reading. She took a set amount of 34 units of levemir insulin at 10:00 pm. The following day, at 6:33 am, the pt exhibited symptoms of feeling weak and blurred vision. She tested her blood glucose and obtained a 187 mg/dl. She then tested on her husband's one touch ultra meter because she felt her reading should have been lower and obtained a 45 mg/dl. She felt her symptoms correlated with her husband's one touch ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. She ate breakfast and some mint sweets to elevate her blood glucose; however, witheld her morning insulin of 35 units of novorapid. She felt better 15 mins later after eating. She did not seek any medical attention or contact her physician for assistance. The pt claims that her meter had been giving her elevated blood glucose reading since four days earlier. Since that day, there were several occasions where she obtained elevated readings on her meter; however, had hypoglycemic symptoms. She did not recall the date or time of the events and mentioned that her insulin regimen was based on the blood glucose results. During those events, she would treat herself with sweets and felt better 15 mis later. Four days later, the pt has started to use her husband's meter to test her blood glucose. While on the phone with the customer care advocate (cca), the pt compared her meter to her husband's and obtained the following results: pt's meter read 277 mg/dl and husband's meter read 154 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <= 30 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the pt did not have any control solution. The pt refused to further troubleshoot with the cca and requested the cca not to call the pt for further questions. Cca sent the pt a replacement meter. The complaint is being reported since the pt alleged high readings, took insulin based on the meter result and developed hypoglycemic symptoms.